Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was to be upgraded. The pulse generator had exhibited a diagnostic issue. The system was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal, no anomaly was found.